Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) france, alleging that his onetouch verio iq meter read inaccurately high compared his normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that at an unspecified time on (B)(6) 2019, he obtained blood glucose readings of ¿413 and 401 mg/dl¿ with the subject meter compared to his usual readings of around ¿172 mg/dl.¿ the patient manages his diabetes with a combination of insulin (16 units of unspecified type) and oral medication (metformin, diamicron and onglyza). The patient denied taking any action regarding his usual diabetes management regimen as a result of the alleged issue. The patient reported that on (B)(6) 2019, after the alleged issue occurred, he began ¿shaking;¿ symptom he associated with hypoglycemia. The patient claimed he received food and/or drink by another lay individual as treatment for the symptom. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The csa walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.